Event description:
Additional information was received from the patient. The patient stated that the device reprogramming led to the shocking from the device. Patient stated she has minimized the programs she uses. R. She gets a shocking sensation down right thigh down to foot. If she lowers the stimulation below 4.0 volts then she has return of urgency of the bladder and still has the shock and tingle all the way down the leg. The other two programs she doesn't get the shocking sensation but she isn't getting relief of symptoms. Patient said that in program 1 and 4 she would get 45 to 50% relief, but the other programs don't work, she said she can't feel the stimulation. I asked if the went all the way to 8.5 volts and she said no she went up to 3 or 4 and didn't feel anything. The issues has not been resolved. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they were on p4 with both the trial device and the ins, but it wasn't as effective as the trial. They were having some urgency issues. They tried various stimulation levels. They followed up with their hcp who reached out to a rep and said that the patient could try different programs. The patient reported that on p1 and p4 they got about 45-50% relief, but the other programs didn't work and they couldn't feel the stim. They went up to 3 or 4 volts, but not all the way up to 8.5v. They will see about adding different programs for the programs that didn't work. Additional information was received on 2020-04-06 and patient stated that the lack of stimulation has been resolved and that they were on program 2 at 4.2v and on program 3 at 4.9v but that they felt a shocking sensation down their leg/feet which was very uncomfortable. No further device issue alleged / identified. No further patient symptoms or complications were reported.